Manufacturer narrative:
It was reported that the integrated pressure values are changing erratically (caused by the connection cable for disposables). The failure occurred during patient transport and again overnight during treatment. In both situation they unplugged and replugged the cable several times and than it finally returned to normal pressures. A getinge field service technician (fst) was sent for investigation and repair on 2029-01-03. The fst could not duplicate the reported failure, but the connection cable for disposables (hls cable) was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The related hls set is also not available for investigation. Further, it was confirmed by the fst that the hls cable has no visible physical damage and the connections appear to be free of any corrosion or damage. Thus, no exact root cause could be identified. However, according to the risk file v24 following root causes can lead to the reported failure: wrong plugged pressure sensor or disconnection (mix up). Response time is too long. Too high/low atmospheric pressure. Positive or negative pressure beyond specification (release of tubes). The device was manufactured on 2017-04-04. The review of the non-conformities has been performed on 2023-01-11 for the period of 2017-04-04 to 2023-04-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on this investigation results, the failure "integrated pressure values are changing erratically" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2029-01-03. The connection cable for disposables was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted, when additional information become available.

Event description:
It was reported that the integrated pressure values are changing erratically. The event occurred during patient transport. No harm to any person has been reported. Complaint ID: (B)(4).